Event description:
Hcp confirmed pt report of going through megnometer security device in federal office bldg. Hcp attempted to reprogram device with no success. Device was replaced. Replacement device provides good stimulation except the left leg does not receive as much stimulation as the right leg. Pt has two electrodes with high impedances. Pt needs lead revision. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.